Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy pinnacle cup size 50, metal insert 36 neutral, corail stem 10 standard, and a femoral head 36, -2. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: arthritis right hip.